Manufacturer narrative:
Item date of report was corrected to (B)(6) 2018. The field was completed initially with the date of submission of the form instead of the date of awareness of the event. The root cause of the event was determined to be a component issue due to the iop pump breakage. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary at this time. The investigation is complete.

Manufacturer narrative:
The device history record did not show any anomalies. The evaluation of the posterior compressor module showed the iop pump was defective. There was a plastic part in the pump that was broken. Additional investigation is underway.

Event description:
The user facility in (B)(6) stated "a" was patient scheduled for pars plana vitrectomy under general anesthetic. The stellaris failed to produce pressure for the infusion with a compressor module error given,the air pressure output is lower than commanded. They tried unsuccessfully to get pressure but had to cancel the operation.